Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone with 6f destination sheath to treat a fibrous lesion, with little calcification and 85% stenosis in the distal left tibial popliteal trunk as per IFU. It was reported the thumb switch jammed and would not turn off. The physician attempted to use a second hawkone, but encountered the same issue, the thumb switch jammed and would not turn off. The procedure was completed with pta. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the device was returned to medtronic for evaluation. No other ancillary devices were included. The device was inspected. Dried biologics were observed within the inner diameter of the distal assembly housing. The torque shaft beneath the strain relief showed a bend of approximately 45 degrees. No damage to the distal assembly was noted upon initial inspection. The cutter was positioned within the housing approximately 0.6cm from the cutter window. The cutter driver was powered on and the thumb switch retracted. The cutter retracted back into the cutter window as intended. The thumb switch was pushed forward but resistance was encountered. The cutter advanced approximately 1cm distal the cutter window. Attempts to flush the device were unsuccessful due to the presence of biological debris. After soaking the device overnight, it was possible to remove the biological debris, the cutter was then able to advance and complete a packing stroke. If information is provided in the future, a supplemental report will be issued.